Event description:
It was reported that the patient exchanged their controller. Per the patient's family, the patient was sleeping while tethered to the mobile power unit (mpu) and the house lost electricity due to a storm. The patient did not wake up to the alarms but the patient's family did and switched to battery power. The family reported a beeping and could not identify the problem. The patient had the family change their controller. A power source was not connected to the backup controller during the exchange so the pump did not restart when the patient's driveline was moved. The patient lost consciousness and the family immediately connected power. The pump restarted and the patient regained consciousness. Log files downloaded at a clinic visit on (B)(6) 2022 captured events starting at (B)(6) 2022, and log file review revealed no unusual events. Related manufacturer's report regarding controller: 2916596-2022-10273.

Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of ¿¿beeping¿¿ coming from the patient¿s system controller leading to the controller exchange, could not be confirmed through this evaluation. Additionally, the system controller exchange could not be confirmed through the evaluation of the submitted log files. The controller event log file contained data from 17mar2022 through 23mar2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket . The IFU states to power the replacement system controller by connecting both the white and black power connections, prior to exchanging system controllers. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Always ensure that the power cables are connected to a power source to ensure the heartmate 3 pump will restart during a controller exchange. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 4 of the IFU states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18nov2018. No further information was provided. The manufacturer is closing the file on this event.